Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty solder joint on the hv module.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" message. Complainant indicated that there was no pt involvement in the reported malfunction.